Event description:
It was reported that the customer experienced an elevated blood glucose (BG) level; cause was not known. Customer's continuous glucose monitor read "high," however, specific blood glucose (BG) value was not provided. A manual insulin injection was administered to address BG. Recommendation was made to consult with a healthcare provider regarding diabetes management.